Event description:
During catheter placement on 8/9/96, the pt complained of pain as the catheter was being threaded. The catheter was only able to be inserted up to the axillary vein. The catheter was left in as twhere was no pain with flushing.

Manufacturer narrative:
Three same-lot samples were returned for evaluation. All tray seals were examined and found to be completely intact. Each catheter was threaded through an introducer with no resistance and the guidewires were removed without difficulty. No surface irregularities were noted under magnification. The catheters were pressurized to above 40psi adn no leaks were seen. The catheters flushed and aspirated normally. The catheters were found to be free of abnormalities and functioned normally.